Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 447 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Laboratory analysis confirmed the allegation of a lead fracture and this likely results in high pacing impedances, increase in pacing thresholds and loss of capture, while a dislodgment could not be confirmed per laboratory analysis.

Event description:
Boston scientific received information that during a follow up an increase in pacing thresholds, loss of capture, and impedances were out of range were seen on this left ventricular lead. The other lead parameters were within normal limits. A lead dislodgment was alleged. The patient is scheduled for a repositioning procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was provided which noted that the lead had not dislodged, but a lead fracture was seen. The pacing impedances remained high and there was a loss of capture. The lead was explanted.